Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a battery issue with his adc meter, stating that in order for the meter to work properly, he "needs to take off the batteries and put in again but sometimes (the meter) can't turn on". Customer further reported being seen at a health center and being administered an injection of glucagon. No symptoms were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a battery issue with his adc meter, stating that in order for the meter to work properly, he "needs to take off the batteries and put in again but sometimes (the meter) can't turn on". Customer further reported being seen at a health center and being administered an injection of glucagon. No symptoms were reported. There was no report of death or permanent injury associated with this event.